Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call power error detected alarm on the insulin pump. Customer's blood glucose level was 153 mg/dl. Troubleshooting for power error detected alarm was performed. Customer was advised the internal power source was unable to charge. Customer advised the power error detected alarm recurred and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device passed displacement test, sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the formatted history file and then pump error 25 due to connector resistance issue. Power management graph was abnormal due to connector resistance issue on electrical board. After disconnecting and reconnecting the connector at electrical board, the device was monitor and functioned properly. Then the power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. A cracked retainer, scratched case and minor scratched lcd window was noted during visual inspection.